Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The master tool manipulator (mtm) was analyzed and found to have no issues during testing. The mtm passed the sine cycle and test drive evaluation. However, the error 23 was confirmed via the system logs. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed via system logs. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the mtm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed an error and could not be resolved by power cycling. The customer received phone assistance from the technical support engineer (tse). The tse confirmed the errors in the live logs pointing to the right master tool manipulator (mtm) of the surgeon side console (ssc). The tse advised the customer to hard power cycle the ssc, but the issue persisted. To resolve the problem, the customer was instructed to remove the system cable from the ssc1 and restart the system only using the ssc2. The error cleared after following the tse instructions. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained additional information. Ports were placed prior to the issue being identified. The system functionality was checked at startup. The procedure had been held with a dual console. Due to this issue, the control was switched to the other console and the procedure was continued right after.